Event description:
It was reported that the procedure was to treat an 85% stenosed, heavily calcified lesion in the mildly tortuous proximal left anterior descending (lad) artery. Pre-dilatation was performed with a 2.0x12mm trek balloon dilatation catheter (bdc) and a 2.5x12mm trek bdc. The 2.75x23mm multi-link 8 stent delivery system (sds) failed to cross the lesion and the stent implant dislodged. The dislodged stent implant was successfully retrieved from the patient using a snare device. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Additional pre-dilatation was performed with a 2.5x12mm nc trek and a 2.75x23mm multi-link 8 sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: it was originally reported that the device was returning; however, the correct device was not received. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.